Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the diagnosis procedure was completed by restarting the system. The philips remote service engineer (rse) assessed the system remotely and confirmed that there was an error message ¿x-ray application not possible" displayed on the touch screen module (tsm). Rse reviewed the log file and informed the customer to give the system time to shut down properly as he found generator was not shutting down properly. To resolve the issue, rse asked the customer to perform system reboot. Following the reboot, the system was restored to normal operation. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an x-ray not possible issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An x-ray not possible issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating that the x-ray application was not available, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.